Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the shaft was broken. The evaluation found that the broken shaft is consistent with an external force on the shaft. It was reported that the device broke prior to use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage of the antenna and injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, upon unboxing, it was discovered that the serum line was detached from the device. The device was replaced prior to the patient being anesthesized. There was no patient involvement. Medtronic initial investigation found that the shaft was broken. The outer part of the shaft separated from the inner part. The broken piece was returned.